Event description:
No additional information.

Manufacturer narrative:
Investigation summary: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample has been received for relevant testing, and the abnormal states of the extension tubing cannot be identified, so the root cause of the extension tube leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
The anesthesia nurse inserted a cannula into the patient¿s vein. The procedure went smoothly, but when adjusting the drip rate, the nurse noticed fluid leaking from the extension tubing of the cannula.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.